Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient visited the emergency room in the morning of onset due to experiencing sudden abdominal pain and turbid (cloudy) pd effluent. On the same day, the patient was diagnosed with peritonitis and was hospitalized for the event. On an unreported date in the same month as onset, the patient began treatment with an unspecified antibiotics (doses, frequencies, and routes were not reported). It was reported that there was no response to the antibiotics, so they were changed (no further detail was provided). Subsequently, the peritonitis was resolving and the patient was recovering from the event. At the time of this report, extraneal and physioneal were ongoing. No additional information is available.